Event description:
It was reported that no bolus delivery was possible (button and device); the bolus attempt counter continued counting. It was further reported that ¿lec 1310¿ was not reset during the last service. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1. Initial reporter phone#: (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing could not replicate the reported issue; no problems were found with delivering an extra dose. No problems were found with the operation of the pumps extra dose key, keypad, or bolus connector. In addition, there were no reports of any ¿key stuck¿ messages found in the event log. The pump was found to be operating properly. The root cause was unknown/fluid ingression (main board damage)/user related issue/clock battery age. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.